Manufacturer narrative:
(B)(4). Batch # n92n9y. The analysis results found that the 2b5lt device was returned with the obturator cannula inserted through the sleeve and both bent. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. One potential cause for the damage found may be the inadvertent application of excessive force or torqueing during insertion into the abdominal cavity. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device bent when trying to insert it. Both the obturator and cannula bent. No part of the device broke off. Another like device was used to complete the procedure. There were no adverse consequences for the patient.